Event description:
The reporter stated that the patient has had elevated blood glucose (bg) up to 468 mg/dl with ketones and sleepiness since (B)(6) 2011. The reporter stated that the pump was randomly powering off since (B)(6) 2011. The patient's health care provider reportedly noticed a crack in the battery compartment on (B)(6) 2011, and the reporter stated that she taped the battery compartment. She noted that the battery has been changed multiple times over the course of a week. The reporter stated that the cartridge and insertion site were changed on (B)(6) 2011, and she denied any site/set issues. A cracked battery compartment is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the patient's alleged hyperglycemic event after the pump rebooted due to a cracked battery compartment. Use error cannot be ruled out as a cause or contributor to the reported bg excursions, as the patient continued to use the pump after damage was noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues observed in the pump history. The last low battery warning observed in the pump history was on (B)(6) 2011. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap was unable to maintain an electrical connection and the power loss/rebooting was duplicated on investigation. A test battery cap was used to complete investigation. The pump powered on normally with the test cap. No further power issues occurred during testing. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.